Manufacturer narrative:
Additional information: device evaluation: returned in liquid in specimen cup. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, angle closure with elevated intraocular pressure (iop). At 4 hour iop check, the iop was 51 mmhg due to angle closure from excessive vaulting. Iop was controlled by tapping paracentesis and combigan drops. The patient was taken back to the operating room to explant the icl. The cause of the event was due to the device.